Event description:
The subthalamic nucleus (stn) deep brain stimulator (dbs) lead had stopped working after it had been previously revised. During the revised surgery, the lead had been found with the end of the dbs lead just on the cranial side of the connection disconnected; the silastic covering was intact, but the inner cover wiring was separated and disconnected. The connector and end of the dbs cranial lead were placed back into the subpericranial pocket. About two weeks later a new medtronic dbs lead model #3389s-40, right subthalamic nucleus, lot# va17zsb replaced a fractured lead.